Manufacturer narrative:
Unit received with blank display due to moisture damage on electronic assembly. Unable to verify low battery due to blank display anomaly. Unable to perform the displacement test due to blank display. Pump received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was submerged in water and is no longer working. Customer does not recall any significant events leading to the error, except that the pump fell in the toilet. Customer's blood glucose was 387 mg/dl at the time of incident. Troubleshooting was done for fluid in pump but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.